Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic display. The malfunction occurred during pt use. No harm nor injury to the pt reported. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and installed a customer provided graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit board (pcb). The unit passed extended self-testing.